Event description:
(B)(6) reported 2 screws broke during a cranioplasty and the tips were unable to be removed from the patient's cranium.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was requested for evaluation but has not been received. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown, therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.